Manufacturer narrative:
The investigation determined that vitros ipth results obtained from two different samples collected from the same patient pre and post a kidney dialysis procedure were lower than the vitros ipth result obtained from a third sample collected from the same patient during a kidney dialysis procedure. A definitive assignable cause for the difference observed in the vitros ipth results obtained from the three samples collected from the patient could not be determined. No patient diagnosis or clinical history was provided by the customer when requested by ortho. If the patient is at end stage renal disease on dialysis, then a pth level over 200 pg/ml is not uncommon. Additionally, guidelines recommend chronic kidney disease (ckd) patients on dialysis therapy to regularly take vitamin supplements which may include biotin at 10 mg three times per day. The biotin levels in the patient may be high enough to suppress the pre and post dialysis pth levels, but since biotin is dialyzable, the pth level during dialysis may actually reflect the true level of the patient. However, it was not possible to obtain this information for this specific patient. Per the vitros ipth instructions for use, ortho has not quantified the interfering effect of biotin on the ipth assay at biotin concentrations >500 ng/dl (5ng/ml). However, current medical literature states that biotin can potentially interfere with some immunoassays. Based on historical quality control results, a vitros ipth reagent performance issue is not a likely contributor to the event. Additionally, there is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the events as precision testing performed was within ortho guidelines.

Event description:
Vitros intact pth (ipth) results obtained from two (2) different samples collected from the same patient pre and post kidney dialysis where lower than vitros ipth results obtained from a sample collected from the same patient during a kidney dialysis procedure using a vitros 5600 integrated system. Pre and post dialysis vitros ipth results of 7 and 8.7 pg/ml respectively versus a vitros ipth result of 207 pg/ml obtained from a sample collected during dialysis. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros ipth results were reported from the laboratory. It is unknown if treatment was altered, initiated, or stopped based on the reported results, however, ortho is not aware of any allegation of patient harm as a result of this event. (B)(4).